Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was revised because it was causing her pain. It was implanted in a bad spot and the health care professional (hcp) moved it. The revision had occurred. There were no allegations of a system use issue during the revision. The patient recovered completely. This occurred on (B)(6) 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.